Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated, vela suprarenal and infrarenal extension, and one (1) iliac limb was implanted to treat an abdominal aortic aneurysm. It was noted that during the index procedure, a flared iliac limb was placed with the intent of coiling at some point in the future. The physician decided its time as the right iliac aneurysm is growing. A secondary procedure was completed on (B)(6) 2018, the physician elected to implant three ovation iliac limbs. As of the date of this report, there have been no additional patient sequelae reported

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there was unsubstantial evidence to support the following reported events; a iliac aneurysm enlargement and a secondary procedure. The most likely cause of the distal right loss of seal was the off-label iliac anatomy even with an off-label use of infra-renal stent in the right common iliac artery. No procedure related harms detected. The final patient disposition could not be ascertained due to lack of medical information surrounding the discharge procedure. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. Device remains implanted in the patient and was not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.